Event description:
Procedure: sigmoid resection. According to the reporter: at the step of the distal sigma the organ/tissue could not be closed. The clips did not meet the pressure plate, the pressure plate bent. New magazine was used - no bettering. To control the situation a further distal - proximal - rectum was stepped - 2 cm more organ/tissue as scheduled. This clip seam functioned properly. Anastomosis with eea28, tissue rings thick and complete. On minimum one of the first two used magazines there are open clips. No extension of op, 2 cm loss of tissue. Was any reinforcement material used in conjunction with the stapling device? No.

Manufacturer narrative:
(B)(4).